Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 05/22/2025, it was reported that the patient experienced a cgm accuracy issue. At around 5am, the patient felt her bg level dropping. She was experiencing presyncope and her ¿vision was going out¿. The patient¿s cgm was reading 75 mg/dl, and the bg meter was reading 49 mg/dl. The patient self-treated with some ¿glucose¿ and called emergency medical services (ems) via her life alert. Once ems arrived, they treated the patient with more ¿glucose¿ and a ¿karo syrup medication¿. Ems stayed with the patient until her bg meter reading increased to 60 mg/dl. Her cgm was still reading 49 mg/dl at this time. After ems left, the patient laid down and slept until 8am. At 8am, the patient¿s bg meter reading was 75 mg/dl and the cgm was still reading 49 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The paramedics came in and gave the patient glucose and karo syrup then performed another comparison which fall within the a zone of the parkes error grid. After the paramedics left, a comparison was made at home and it was reported to fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.